Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, intra-op, the tip of the screw driver broke inside the screw. The tip broke above the point where the t8 meets the t10. The whole cavity of the screw was filled so the surgeon could not engage the bone screw to retrieve it. The surgeon wore out 3 burrs trying to create a cavity to allow for an easy out from the urs. It did not work, so he left it in. The product came in contact with the patient. No patient complications were reported.